Event description:
The customer reported that the etco2 port is twisted and broken there is no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.